Event description:
Revision surgery- patient had a tsa using encore foundation humeral head and stem with a biomet metal back glenoid. Shoulder became infected, so implants were removed and an antibiotic spacer, using a foundation stem and head along with antibiotic cement, was implanted.